Event description:
In 2008: customer reports via phone, "that they loaded prefilled syringes onto the injector, connected the tubing, with the powerhead in the upright position. A few minutes later, staff went to move the injector into position for patient procedure, when they noticed contrast on the floor and the syringes empty. Customer states, that the injector was not enabled or protocol set, but did perform an injection, emptying both syringes."

Manufacturer narrative:
Liebel flarsheim manufacturing field service investigation pending.